Event description:
Patient reported right side rupture and capsular contracture, baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ rupture: observed opening in the posterior side assessed as an unidentified (tear) opening. (Shell thickness within specification) additional observations: ¿ no other observations observed.

Event description:
Patient initially reported implant rupture diagnosed by MRI and capsular contracture, baker grade iii-IV. Physician later confirmed rupture, diagnosed by ultrasound and MRI, and capsular contracture, baker grade I, diagnosed by palpation. The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient later reported capsular contracture baker grade I. The device has been explanted and replaced with a non-allergan device.